Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: there were pump reboot events observed in the black box history. The battery compartment was cracked along the side of the pump. No damage was found to the battery cap. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. Corrosion was observed in the battery compartment. Moisture damage was found on the internal components of the pump. The display screen was dim and discolored.